Manufacturer narrative:
This report is being filed to provide additional information in h.11. Investigation: the customer history report indicates no further related issues have been reported for this customer. Lot number and expiry information are not available at this time. Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported that during a procedure on a spectra optia device the operator failed to prime the blood warmer and indicated there was an adverse event. It is unknown at this time what event occured. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that during a procedure on a spectra optia device the operator failed to prime the blood warmer and indicated there was an adverse event. It is unknown at this time what event occured. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture date and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a procedure on a spectra optia device the operator failed to prime the blood warmer and indicated there was an adverse event. It is unknown at this time what event occured. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the customer history report indicates no further related issues have been reported for this customer. Lot number and expiry information are not available at this time. It was confirmed that there were no adverse events and there was no use of a blood warmer for this event. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. No further reporting will be provided as this does not represent a reportable event.